Event description:
An alarm issue was reported with the adc device in use with oppo reno 8 phone with android operating system version 11 , app version 2.10.1.10406. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was transported to the hospital and was treated with a sugar infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported missing high and low alarms. Attempted to replicate the customer's complaint using similar configurations google pixel 2xl, android 11, 2.10.1.10406 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based off the customer¿s report of the event occurred between the month of (B)(6) 2023. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with oppo reno 8 phone with android operating system version 11. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was transported to the hospital and was treated with a sugar infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.